Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross rf wire.

Event description:
It was reported that a pericardial effusion (pe) occurred. During a left atrial appendage (laa) closure procedure, a versacross large access kit was selected for use. The transseptal puncture (tsp) was completed however the physician noted some challenges performing the transseptal. The watchman device was released successfully and as soon it was released, a pe around both left ventricular and right ventricular was noted on the intracardiac echocardiography (ice). The patient blood pressure had also dropped slightly, and the patient went into tachycardia. A pericardial tap was attempted; however, the needle did not reach. The patients heart rate increased to 160, and blood pressure dropped. Cardiothoracic (CT) surgery and blood bank was called, and a subxiphoid pericardial window was placed to treat the effusion. Approximately 50cc of fluid was drained. The patient was stable post pericardial window and remained in the hospital beyond standard of care for monitoring. The device is not expected to be returned for analysis. No pe was noted prior to procedure. The patient was under heparin during the procedure. It was reported that both the versacross rf wire and dilator were not always in the view with ice. The physician had taken extra time to do tsp to get ice cath in place which took additional time to go back up to svc with versacross system to locate tenting on the septum. In the physician opinion, there were no versacross device malfunctions noted however it is possible that the pe may have occurred during tsp.

Manufacturer narrative:
Due to additional information, the fields b5 (describe event or problem), f10 and h6 (patient codes (3)) were updated. Additionally, the fields f10 and h6 (impact codes (4)) were corrected. Thius, this supplemental report is being filed. A separate problem report will be filed for the versacross rf wire. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a pericardial effusion (pe) occurred. During a left atrial appendage (laa) closure procedure, a versacross large access kit was selected for use. The transseptal puncture (tsp) was completed however the physician noted some challenges performing the transseptal. The watchman device was released successfully and as soon it was released, a pe around both left ventricular and right ventricular was noted on the intracardiac echocardiography (ice). The patient blood pressure had also dropped slightly, and the patient went into tachycardia. A pericardial tap was attempted; however, the needle did not reach. The patients heart rate increased to 160, and blood pressure dropped. Cardiothoracic (CT) surgery and blood bank was called, and a subxiphoid pericardial window was placed to treat the effusion. Approximately 50cc of fluid was drained. The patient was stable post pericardial window and remained in the hospital beyond standard of care for monitoring. The device is not expected to be returned for analysis. No pe was noted prior to procedure. The patient was under heparin during the procedure. It was reported that both the versacross rf wire and dilator were not always in the view with ice. The physician had taken extra time to do tsp to get ice cath in place which took additional time to go back up to svc with versacross system to locate tenting on the septum. In the physician opinion, there were no versacross device malfunctions noted however it is possible that the pe may have occurred during tsp. It was further confirmed that a cardiac tamponade occurred, and blood was given to the patient.